Event description:
It was reported that the ilet pump displayed alert 63 indicating a vibe i2c communications fault that persisted after a restart despite the battery being at 82 percent, and a replacement device was arranged with confirmation of serial number and return instructions. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or care beyond the need to replace the device. Investigation included device troubleshooting by the user and arrangements for device replacement. Investigation of this case revealed a suspected internal communication malfunction consistent with an i2c interface issue within the pump electronics. It was concluded, based on previously established findings for similar reports, that the cause was an internal device malfunction of the pump¿s communication subsystem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.